Manufacturer narrative:
Based on the information provided, the cause of the reported hematoma is unknown. If additional information is received a follow-up MDR will be submitted. A review of the site's system logs for both the procedures were conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The product information used on the right gastroepiploic artery was obtained as below. The site confirmed that these instruments did not contribute to the bleeding. Medium-large clip applier: (B)(4). Medium-large clip applier: (B)(4). Vessel sealer extend instrument: (B)(4). Both the medium large clip applier instruments were used in subsequent procedures. The vessel sealer instrument is a single use instrument. Site complaint history reviews have shown that no complaints were filed against the instrument. No images or videos were shared for the event: although there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, based on the information available, the complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted distal gastrectomy surgical procedure, the patient¿s blood pressure dropped as a postoperative complication. As a result, the patient underwent a second procedure and a hematoma was identified.

Event description:
It was initially reported that five hours after a da vinci-assisted distal gastrectomy surgical procedure, the patient¿s blood pressure dropped significantly. As a result, the patient underwent another surgery. A hematoma was identified, and the source of bleeding was the root of the right gastric artery (confirmed to be arterial bleeding.) The patient was reported to be in ICU and recovering. The surgeon¿s comment: it was bizarre that the bleeding had occurred despite the fact that there had been two clips applied centrally, and the bleeding had been treated with the vessel sealer. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported event: it was reported that after a da vinci-assisted distal gastrectomy surgical procedure, the patient¿s blood pressure dropped as a postoperative complication. As a result, the patient underwent a second procedure. As per the assistant surgeon, it was suspected that the source of the bleeding might be a small artery near the right gastroepiploic artery. It was reported that the vessel sealer and the clip applier were used on the vessel that was bleeding. However, it was confirmed that there was no malfunction with sealing with the vessel sealer instrument or with clip application using the clip applier during the initial robotic procedure. There were no intra-operative complications reported. The assistant surgeon stated that the cause of the bleeding is unknown. It was confirmed that the clips placed were found to be intact on the vessel. It is unknown how the surgeon resolved the bleeding from the right gastric artery during the second procedure. Although the site confirmed that the bleeding was not due to an isi product issue, the cause of the bleeding is unknown. The following are unknown: if a tear or hole was identified on the vessel, the estimated blood loss, if any blood transfusion was rendered to the patient, and the patient¿s current status. The site was unable to provide patient-related information.